Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Chest x-ray revealed the patient's left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.